Event description:
Rptr complains of capsular contracture, chronic fatigue,(epstein barre), double rupture (gross rupture), chronic headaches, flushing pains in head, depression, dizziness (falling over), hand & other joint pain, numbness sometimes in fingertips, chest pain (& palpitations), ulcers in mouth, chronic bladder & uti infections, chronic bronchial infections, chronic constipation, lack of libido, swollen lymph nodes, some nightsweats, hearing loss, irritable bowel syndrome, memory loss (short term), confusion (this is verbal), elevated sed rate (31).